Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known. Once a new battery was installed and a manual self test performed the AED powered on and could stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. Battery pack serial number 205921427 was installed on 09/12/2023. Following installation, the AED attempted to alert the customer by flashing its red asi and audibly chirping to indicate an unaddressed service condition. The AED continued to flash and chirp until 4/02/24 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 4/19/24 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 2/26/26 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.